Manufacturer narrative:
Medtronic received additional information that this valve was explanted and replaced due to endocarditis, dehiscence, and a large paravalvular leak. Prior to the replacement procedure, the patient presented with malaise and was treated with intravenous antibiotics. Blood cultures were taken, but were not returned positive for endocarditis. Upon explant, the valve appeared dehisced for more than half of its circumference. This valve was replaced with a mechanical heart valve. (B)(4).

Manufacturer narrative:
The product has not been received for analysis. Without receipt of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that approximately two months post implant of this bioprosthetic valve, this valve was explanted and replaced due to infection. No infective organism was named. No other adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the implant duration was approximately two years, one months, and not two months as initially reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The sterilization process used by medtronic utilities bbg solution, which has an anti-microbial kill on the microorganisms. This solution has demonstrated the ability to inactivate the biological indicator, bacillus atrophaues atcc 9372 which is representative bioburden for the microbial flora found in our manufacturing controlled environment. This occurrence of endocarditis took place greater than 12 months post implant. Based on the descriptive comments outlined from the journal literature, complaints which occurred greater than 12 months post implant were largely considered to be community acquired (refer to note 1). Therefore, it is unlikely that the endocarditis originally came from the device and/or manufacturing valve process. Note 1 - mylonakis, e., and calderwood, s.b. Infective endocarditis in adults. New england journal of medicine. 345 (18). 1318-1330. Nov.1, 2001.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.